Event description:
The customer stated that an aphoresis donor was tested on (B)(6) 2011, using the prism (B)(6) assay and the result was (B)(6). The sample retested (B)(6). The sample was confirmed (B)(6) confirmatory assay, but negative (B)(6) with nat. The donor was deferred. No adverse impact to patient management was reported.

Manufacturer narrative:
No returns were available from the customer for investigation. As the lot number used by the customer was unknown, distribution records for prism hbsag and hbsag confirmatory were reviewed and identified that the customer had received reagent lot number 08235li00 and 06553li00. Therefore, an evaluation for these reagent lots was conducted as it is possible that the customer used one of these reagent lots for the complaint issue observed. A retained reagent kit of prism hbsag and hbsag confirmatory, list number 3a47-48 and 6d16-48, lot number 08235li00 and 08235li00, were calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate the specificity 8 replicates (4 reps per subchannel) of abbott prism negative run control were tested for prism hbsag. All values met specifications stated in the package insert and no false reactive result was obtained. Furthermore, to evaluate the specificity for prism hbsag confirmatory, 8 replicates (all reps tested on subchannel a) of abbott prism negative control were tested with both reagents and all values met specifications stated in the package insert. No false reactive/confirmed positive result was obtained for the abbott prism negative control. All generated data demonstrate that the performance of prism hbsag reagent, list number 3a47-48, lot number 08235li00 and prism hbsag confirmatory, list number 6d16-48, lot number 06553li00, are not compromised. Review of population testing of 100 frozen plasma samples that evaluate specificity for final lot release, revealed no indications that the specificity of prism hbsag might be adversely affected. Metrics field data for prism hbsag, list number 3a47-48, lot number 08235li00 are available from a total of 3 sites from (B)(4). The specificity observed met the package insert specification. Complaint records for the affected lot numbers were reviewed and did not identify any problems relating to the customer's observation. A review of product labeling concluded that the issue is sufficiently addressed. Based on the investigation, it was determined that prism hbsag and hbsag confirmatory assay kit, list number 3a47-48 and 6d16-48, lot number 08235li00 and 06553li00 identified in the distribution record, are performing acceptably. No deficiency was identified.

Manufacturer narrative:
The customer provided architect hbsag reagent lot numbers 03410li00 and 05575li00. It is unknown which lot number was used to generate the test results for specimen 1. Both reagent lots were evaluated. Two retained reagent kits of prism hbsag and hbsag confirmatory, list number 3a47-48 lot number 03410li00 and 05575li00, and 6d16-48, lot number 12543li00, as replacement for the unknown lot number, were calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate the specificity, 8 replicates of abbott prism negative run control were tested for prism hbsag. All values met specifications stated in the package insert and no false reactive result was obtained. Furthermore to evaluate the specificity for prism hbsag confirmatory, 8 replicates of abbott prism negative control were tested with both reagents lots and the prism hbsag confirmatory lot; all values met specifications stated in the package insert. No false reactive/confirmed positive results were obtained for the abbott prism negative control. Complaint records for the affected lot numbers were reviewed and did not identify any problems relating to the customer's observation. Overall the added results do not change the outcome of the initial evaluation. It was determined that the prism hbsag reagent lots identified are currently meeting safety, effectiveness, and label claims.

Manufacturer narrative:
This report is being filed on an international product ((B)(4)) that has a similar product distributed in the us ((B)(4)). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.